Event description:
The pump was returned for investigation. Investigation revealed that the display was faded. Additionally, evaluation revealed moisture corrosion on the audio bolus button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display was found to be dim. The audio bolus button was found to be missing. Corrosion was observed on the audio bolus button contact. The pump failed a leak test due to the missing audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.